Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the cord from the cable to console device would not work with attachments. The reporter indicated that when another cord was used, everything worked as expected. There was a ten minute delay to the planned surgical procedure. An identical spare cable was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had damaged connector pins. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to improper handling, which is misuse, abuse and/or error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.